Event description:
It was reported that during surgery, the comb is bent, the handle was stuck on the mesher and the unit handle cannot be removed. There was no patient impact, but a delay of approximately 10 minutes occurred due to the preparation of a backup product. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign. Event occurred in canada.